Manufacturer narrative:
A1: the full identifier for this report is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access il-6 reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. Quality control (qc) at the time of the event passed within the laboratory¿s established ranges. System performance indicators such as system check and calibration at the time of the event were not provided for review. No issues with sample integrity were reported by the customer. A beckman coulter laboratory solution specialist (lss) was dispatched to the customer's site. The lss checked qc was in control. No abnormality was found through checking the sample status. No flag or instrument alarm at the time of the event was found. The lss checked the sample rlu (relative light unit) value that was close to calibrator s0 rlu. Then the lss retested the sample and the retest result was still a low-value result. The low value result is repeatable. No fault was found. Per the current version of access il-6 instructions for use (IFU):"if a sample contains less than the lower limit of detection for the assay, report the results as less than that value (i.e., < 0.5 pg/ml)." The lss suggested the customer to report the sample result as less than the lower limit of detection (lod). In conclusion, the cause of this event cannot be determined with the available information. No fault was found. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Note1: access il-6 part number a16369 is used to complete MDR reporting as access il-6 is still emergency use authorization within the united states. Customer in country of event origin is using access il-6 part number a16369 which is approved in that country as in vitro diagnostics and is not under emergency use authorization. Note 2: no access il-6 reagent lot number was provided: no UDI, no expiration or manufacturing dates could be provided (section d4) and for section h4: the device manufacture date is related to the analyzer as no information related to the reagent was provided.

Event description:
The customer questioned ¿0¿ values obtained for one patient sample with the il-6 assay (access il-6 assay, part number a16369, lot number not provided) on their customer's unicel dxi 800 access immunoassay analyzer (part number 973100 and serial number (B)(6). No patient data was provided. There was no report of injury and no report of change to patient treatment or management in connection with this event. No hardware error messages or issues with other assays were reported in connection with the event. Quality control was passing within specifications at the time of the event. Other system performance indicators such as system check data and calibration data were not provided for review. No issues with sample integrity were reported by the customer. A beckman coulter lss (laboratory solution specialist) was dispatched to customer site.